Event description:
It was reported to ventec that the device had no ventilation output. The reporter, a respiratory therapist, advised that while on a patient the ventilator stopped blowing air and started alarming no tidal volume and that maintenance was required. The patient was removed from the ventilator and manually ventilated while staff troubleshot the device, which was unsuccessful. The device was then pulled from service and the patient was placed on another ventilator for support. There was patient involvement associated with the reported event; however, there was no patient harm as a result of the reported issue. The patient survived the reported event.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device not ventilating was confirmed. Ventec observed that the hall sensor line from the blower was being pinched behind the metering valve. Ventec replaced the blower to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the hall sensor line from the blower was being pinched behind the metering valve.